Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the breathing circuit and the hme filter were returned for investigation. A visual inspection and functional test were performed. Observation of the returned breathing circuit, hme filter revealed no abnormalities such as damage related to the reported event. Next, we conducted a leak test on the breathing circuit, hme filter but no leaks were confirmed, and it was confirmed that the product conformed to the standard. Conclusion: the reported event was not confirmed. The cause of the reported problem could not be determined. Review of DHR, manufacturing records, relevant to the lot reported, found no discrepancies or anomalies.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits malfunctioned. During a pre-use air leak check, leakage from the breathing circuit was observed. No patient injury.